Manufacturer narrative:
(B)(4). Concomitant medical products: model: sc-2352-50, serial: (B)(4), description: linear 3-4 lead, 50cm. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's lead was displaying high impedances. The patient underwent a revision procedure and during the procedure the physician clearly saw a lead breakage at the connection level on one of the leads. There were no wires exposed. The physician replaced both leads and the patient was reportedly doing well postoperatively.